Event description:
It was reported that during device replacement procedure the high-voltage 'b' (rv coil electrode) connector has been damaged so the physician decided to explant the entire system. The patient is participating in a clinical service project study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 457453, implantable pacing lead, (B)(6) 2008; 419488, implantable pacing lead, (B)(6) 2008; unknown device, implantable cardioverter defibrillator. (B)(4).